Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 18th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel was and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 63mm and the stent diameter was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 37% and popma et al classification was ii.

Event description:
Addendum received (B)(6) 2011: only 1 of the 3 stents was fractured.

Manufacturer narrative:
Therefore, we are unreporting the fracture for two of the stents in this case. Therefore this product is no longer considered to meet the criteria of a reportable complaint according to FDA guidelines. This is one of 3 products involved with the reported event. The associated manufacturer report numbers are 9616099-2010-00986 and 9616099-2010-00988.

Manufacturer narrative:
October 16, 2010. Yasushi ino, md., et al. Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation. American heart journal 2010;160:775.e1-775.e9. Please note that the actual event date for this event is unknown. Additional information will be submitted within 30 days of receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00986, 9616099-2010-00987, and 9616099-2010-00988.

Manufacturer narrative:
This complaint is from literature. (B)(4). The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel was and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lots unknown) were implanted. The total stent length was 63 mm and the stent diameter was 3.0 mm. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30 mm in length. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed (B)(6) months after the implant. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 37% and popma et al classification was ii. The products remains implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Multiple attempts to determine which of the three cypher stents was fractured were unsuccessful. It is our intention to report conservatively when information is not available and therefore all three cypher stents will be reported with fracture and reocclusion. Reocclusion/restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and restenosis/reocclusion are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion, and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics (long lesion) and procedural factors (63 mm stented segment) are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.